Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. No details regarding what malfunction or alarm conditions were present when "it appeared the ventilator was not functioning properly." A return goods authorization (rga) has been issued for the customer to return the device to carefusion for an evaluation but the customer has not responded yet to requests to return the device.

Event description:
It was reported to carefusion that while a patient was being transported from the operating room (or) to the surgical intensive care unit (sicu) via lap top ventilator 1200, the patient's oxygen saturations began to drop. The patient was removed from the unit and provided positive pressure ventilation via bag valve mask. The patient's saturations came back up and improved. The customer stated that it appeared the ventilator was not functioning correctly. The customer confirmed no further patient harm was associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. During bench testing, ventilator failed all flow and oxygen tests from lap top ventilator final test. Bench testing revealed solenoid 1 is below the required passing specifications reading 4.42 lpm when passing specifications is 5.79 to 6.01 lpm. The service technician replaced the oxygen blender and the reported issue was resolved. Unit passed all testing and met all carefusion manufacturer specifications.